Manufacturer narrative:
A full analysis of the data logs has been performed and this analysis permitted to confirm the incorrect result of the post-operative exam automatic fusion with the pre-operative exams attempted during the case. The post-operative exam merged required to be adjusted manually. However, the algorithm of fusion does not provide 100% of correct results. The purpose of the adjustment feature is to permit the user to adjust the fusion correctly. The user attempted the fusion a second time and adjusted the result before to validate the merge. The device behaved as expected and the recommendations of the user manual were followed.

Event description:
The surgeon complained about the post-operative merger.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
The surgeon complained about the post-operative merger.